Event description:
Please find attached adverse event information about a device that was not manufactured or imported by (B)(6). This report is being forwarded to FDA in accordance with 21 cfr 803.22 (b) (2), because no company within (B)(6) is the manufacturer or importer of the device. The device and information are being returned by (B)(6) to the reporting complainant. Peri-implantitis. Mobility. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).